Event description:
It was reported that a vns patient was seen in clinic and they had high lead impedance. The patient would be referred to surgery. There was no report of any trauma or manipulation prior to the event. The patient is developmentally delayed so possible. No x-rays were taken but their vns was disabled on (B)(6) 2013. The patient's neurologist found high impedence on (B)(6) 2012 and their last visit on (B)(6) 2012 showed normal diagnostic results. The patient had full revision surgery on (B)(6) 2013 and their products were discarded therefore will not be returned for analysis. A lead break was not reported to have been seen in the surgery. A pin reinsertion was not performed.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.